Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. The treatment for the peritonitis included injections (inj) of fortum (intraperitoneally (ip), 1 gram, once daily, duration not reported) and inj. Of vancomycin (ip, 1 gram, once every five days, duration not reported). At the time of this report, the patient was still in the hospital and the outcome of this peritonitis event was unknown. The pd therapy was ongoing. Additional information was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.